Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the catheter attached to port chamber leaked. The leak was discovered during evaluation of implanted device in-situ via contrast injection. Sedation was provided, the defective assembly was removed and a new device was installed. No patient injury.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found a cut was identified on the catheter, confirming the complaint. A leak was detected during functional testing. A root cause cannot be associated with manufacturing process since the failure could not be reproduced following assembly process. The most probable root cause was that the damage occurred after the product left the manufacturing facilities. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are required since the root cause could not be attributed to the manufacturing process.